Manufacturer narrative:
The 17-feb-2017 product investigation results: reporter returned two toothbrush heads on 15-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Two replacement brush heads are broken / brushing teeth recently when felt something small in mouth / a little metal pin had come loose [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that two of his oral-b brushheads, version unknown were broken after just a short period of time. He described that he was brushing his teeth recently with an oral-b rechargeable toothbrush, version unknown when he suddenly felt something small in his mouth; it was a little metal pin that had come loose. The consumer asserted that he had never experienced this before, and he'd been using oral-b toothbrushes for many years (approximately 15, or maybe longer). No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Two replacement brush heads are broken / brushing teeth recently when felt something small in mouth / a little metal pin had come loose [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 18-dec-2016 that two of his oral-b brushheads, version unknown were broken after just a short period of time. He described that he was brushing his teeth recently with an oral-b rechargeable toothbrush, version unknown when he suddenly felt something small in his mouth; it was a little metal pin that had come loose. The consumer asserted that he had never experienced this before, and he'd been using oral-b toothbrushes for many years (approximately 15, or maybe longer). No symptoms developed.